Manufacturer narrative:
No further information was provided. A supplemental report will be submitted when the manufacturer¿s investigation is completed.

Event description:
It was reported that the patient developed progressive rv failure requiring protekduo on (B)(6) 2023 and developed acute kidney injury in the context of chronic kidney disease requiring continuous renal replacement therapy (crrt) on (B)(6) 2023. Even though they were on full biventricular support, the patient became hypotensive requiring multiple pressors starting on (B)(6) 2023 and was reintubated shortly after. The patient also had severe lactic acidosis. Additionally, the patient had acute liver failure, coagulopathy, and gastrointestinal bleeding. The patient was unresponsive and their head computed tomography was unremarkable for any acute findings. Despite attempts to optimize support from vads, their condition progressively grew worse. It was decided in consultation with their family to withdraw care on (B)(6) 2023. The patient passed away on the same day.

Manufacturer narrative:
Manufacturer's investigation conclusion: a direct correlation between heartmate 3 left ventricular assist system (lvas) serial number (B)(6), and the reported events could not be conclusively determined through this evaluation. It was noted that the device will not be returned for evaluation. Multiple attempts were made to obtain additional information from the customer regarding the event; however, no additional information was provided. The heartmate 3 lvas IFU, rev. G, is currently available. Section 1 of the IFU, ¿introduction¿, lists multiple types of organ failure/dysfunction (including right heart failure, renal dysfunction, and hepatic dysfunction) and bleeding as adverse events that may be associated with the use of the heartmate 3 left ventricular assist system. This document outlines the recommended inr values and the suggested anticoagulation modifications in the event that there is a risk of bleeding. The relevant sections of the device history records for (B)(6) were reviewed and showed no deviations from manufacturing or quality assurance specifications. No further information was provided. The manufacturer is closing the file on this event.